Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the atrial and ventricular electrogram causing atrial tachycardia response (atr) episodes and pacing inhibition. The lead measurements were normal and stable. The noise was reproducible on the atrial lead when the patient pushed their hands on those of the health care practitoner.